Event description:
On (B)(4) 2013 it was reported that the vns patient underwent a lead revision surgery that day due to high impedance. Pre-operative interrogation showed the patient was at settings of output=0ma/frequency=20hz/pulse width=500usec/on time=60sec/off time=1.1min/magnet output=2.5ma/magnet on time=60sec/magnet pulse width=250usec. Pre-operative system diagnostics showed high impedance (>10,000 ohms). The surgeon then explanted the generator and stated the lead pin looked secure and appeared to be fully inserted in the header and there were no obvious issues in the visible portion of the lead. The screwdriver was used to loosen the set screw and the lead pin was examined and there were no obstructions visible in the header. The lead pin was then re-inserted and the set screw was tightened. Proper pin insertion was verified. System diagnostics still indicated high impedance. The lead pin was removed and the test resistor was inserted and tightened. Diagnostics with the test resistor indicated output=ok/lead impedance=ok/impedance value=3957ohms/eri=no. The surgeon then decided the lead needed to be replaced. The incision in the neck was made and all three helical coils were completely removed. The surgeon noted that the anchor coil was not wrapped around the nerve and stated this likely occurred at the time of the original implant because it was scarred in place off of the nerve. There were no obvious discontinuities observed in the old lead. The surgeon then implanted the new lead and connected it to the existing generator. Two in-pocket system diagnostics indicated output=ok/lead impedance=ok/impedance value=1500ohms/eri=no and output=ok/lead impedance=ok/impedance value=1471ohms/eri=no. The surgeon decided to leave the device at the current settings. Final interrogation confirmed settings of output=0ma/frequency=20hz/pulse width=500usec/on time=60sec/off time=1.1min/magnet output=2.5ma/magnet on time=60sec/magnet pulse width=250usec c. The circulating nurse stated they do not return explanted items and that the old lead would be discarded. Good faith attempts for further information from the physician were unsuccessful. Review of manufacturing records confirmed the device met specifications prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed the device met specifications prior to distribution.

Event description:
On (B)(6) 2013, additional information was received regarding the patient¿s high impedance when it was reported that when the physician¿s assistant had tried to interrogate the patient¿s vns, they got high impedance (date not provided). The patient¿s settings were noted to be output=2.25ma/frequency=20hz/pulse width=500usec/on tome=60sec/off time=1.1min. The system diagnostics test and normal mode diagnostics test showed the impedance value was greater than 10,000ohms and ifi=no. Ap and lateral x-rays were performed which were stated to be negative. The assistant reported that there were clearly seizures that had occurred but no clear cut trauma or no known cause for the high impedance/fracture.